Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 11 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient treated for hemolysis and elevated lactate dehydrogenase (ldh). The patient¿s baseline ldh was upper 100-200s u/l. From (B)(6) 2017, ldh peaked at 1476 u/l and the patient was started on heparin and integrilin. Patient was on aspirin and plavix. A venogram revealed pump functioning as intended. Abnormal parameters were never observed. From (B)(6) 2017, ldh was 689 u/l and the patient was treated with heparin and integrilin. Patient was on coumadin, aspirin and plavix. The patient new baseline ldh was set to 500s u/l. Patient has had some left ventricle (lv) recovery, but is not a surgical candidate for explant. Abnormal parameters were never observed. Patient's left ventricular end diastolic diameter (lvedd) was about 4 cm and due to lv recovery the speed cannot be increased greater than 8000 rpm. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the patient¿s hemolysis could not conclusively be established through this evaluation. The patient remains ongoing on the left ventricular assist system (lvas) and no further issues have been reported at this time. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.